Event description:
A low reading issue with the Abbott Diabetes Care (ADC) device was reported. The customer received lower sensor scan results compared to readings from a competitor brand device. The customer showed no symptoms and could not self-treat. It is unknown if the customer needed treatment from a third party. No death or permanent impairment was reported in connection with this event. The customer received sensor scan results of 50 mg/dL compared to readings of 310 mg/dL respectively obtained on a competitor brand device and the results, when plotted on a Parkes Error Grid, fall into the D Zone, showing the difference in values to be clinically significant. The length of sensor wear was 1 day. It is unknown if these readings were taken during the actual medical event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to Abbott Diabetes Care has been submitted.